Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was not following the proper cartridge fill process. Tandem clinical support educated the customer to follow the proper fill process. Upon troubleshooting with tandem clinical support, the customer was able to change the pump supplies to address the issue. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a correction bolus via the pump.